Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator, found related error codes in the ventilator memory and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all testing and was returned to the customer for use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 840 ventilator had became inoperative. Although requested, it is unknown if the patient was removed from the ventilator and placed on an alternate ventilator and if the patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Additional codes added to evaluation codes result and conclusion. Device evaluation summary: the graphical user interface pcb xena ii (gui pcb xena ii) was returned to medtronic for failure investigation. The component was visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.